Manufacturer narrative:
The device was returned to the service center and pending evaluation.

Event description:
The service center was informed that the scope repeatedly cultured positive for an unknown organism. There was no patient infection.

Manufacturer narrative:
This supplemental report is submitted to provide an correction/addition of th device evaluation. The customer declined to have independent culturing done. There was an additional finding during the device evaluation. The glue on the bending section cover on insertion tube was found to be cracking. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and lm investigation. The gif-h190 video scope, serial number (B)(6) was forwarded to market quality for evaluation due to "positive culture". Market quality performed a visual inspection on the received condition and found scrape marks inside the biopsy channel. The biopsy channel was inspected with an olympus boroscope and scrape marks were discovered near the middle of the channel and near the control body side. There were no signs of stains, or foreign material within. The suction channel has no abnormalities, or damages. The video scope was purchased on september 26th, 2020. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer presumed the following causes from investigation results and the result of the culture test at the user facility which was positive. 1. Reprocessing method performed by the user was deviated from recommended reprocessing method by IFU. Therefore, the subject device was insufficiently reprocessed. 2. Contamination occurred during sampling for the culture test in the user facility. IFU states as follows. Reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The legal manufacturer confirmed via DHR that the subject device was shipped in accordance with specifications.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer. Additional information from the customer states the flush of the channel from the scope tested positive for klebsiella oxytoca (MDR) cro. The scope¿s culture are flush and brush sample. The scopes have not been eto sterilized. The customer is using cleaning revital-ox and rapicide pa disinfectant solutions with the endoscope. Before each scope is processed the minimum effective concentration being checked. The endoscope channel is being brushed during manual cleaning with single use olympus bw-412t cleaning brush. Pre-cleaning is being performed immediately after a procedure according to the IFU for revitalox and are followed as stated on the packaging. No double cleaning is performed. The endoscope is being leak tested with the olympus leakage tester mb-155 prior to manual cleaning. The customer uses a medivator edge aer. There have been no problems noted with the aer. The last preventative maintenance (pm) for the aer was 26jul2020. The date of the last reprocessing in-service conducted by an olympus endoscopy support specialist was september 2021. There has been changes in the facility¿s reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope being stored in vented sure-dry cabinets with channel ventilation.